Event description:
A hospital reported via our distributor that an mr290 autofeed humidification chamber had overfilled leading to lavage of the pt. The pt's oxygen saturation was reported to have dropped and the pt required an increased fraction of inspired oxygen. The user stated there was no pt harm.

Manufacturer narrative:
The device was not returned to the MFR for inspection. An investigation was carried out based on the event description and previous experience with similar complaints. Results: we were unable to carry out a lot check as no lot info was provided with this complaint. Conclusion: the mr290 autofeed humidification chamber instructions for use indicates the level water in the chamber should not exceed. The instructions for use also advises users to replace the chamber if water exceeds the maximum water level. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event has a rate of occurrence worldwide for the last year of 0.0013%.